Event description:
It was reported that a patient underwent an obturator sling procedure to treat bladder prolapse and incontinence on (B)(6) 2005. Since the implantation of mesh device, the patient has experienced erosion, recurring infections and persistent pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence and cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infections, urinary problems, recurrent incontinence, recurrent pop, bleeding, vaginal scarring and dyspareunia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat vesical prolapse and stress urinary incontinence. It was reported that patient underwent excision of eroded mesh on (B)(6) 2010 due to erosion and pain.